Event description:
It was reported that ¿about once a year¿ the patient had ¿he thought it was called radiofrequency (rf) where they burn nerves or something like that.¿ the patient noted it was done in his lumbar area. The patient stated that he had that done ¿yesterday morning¿ and ¿this morning¿ he noticed it was extremely sore where the implant was. The patient was ¿out of it yesterday¿ and when he ¿came to this morning¿ he noticed the soreness. The patient¿s wife said it looked like the device moved and the patient stated that it looked like it had moved to ¿almost where his first implant was.¿ the patient also stated that it might be sideways. The patient assumed that when they were moving him from the operating room (or) table onto a gurney the device might have hit a pole or something. The patient noted that the device was still working and stimulating where he needed it. Two days later it was reported that patient¿s stimulation was still effective and the ¿patter¿ felt the same. The patient just felt pain and discomfort at the pocket site. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID (B)(4), serial# (B)(4), product type recharger; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).